Manufacturer narrative:
One healicoil sa pk 4.5mm assembly was returned for evaluation. Visual assessment of the device confirmed the reported damage to the anchor. The anchor has broken at its threads and has folded upon itself. Dimensional assessment could not be performed due to its condition. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using healicoil sa pk 4.5mm w/2 ub-bl, cbrd bl, the anchor pulled out after being inserted. The anchor had collapsed into an s shape. A small part of the anchor broke off but all fragments were removed from the patient. There was a procedural delay of 15 minutes. The procedure was completed using a backup device. Same hole used for the backup device. This incident did not result in any patient injury or complications.